Event description:
It was reported that during a laproscopic cholecystectomy procedure, the first devices, the clips dropped off the tissue after deployment. A second was used and the clips scissored. A third device was used to complete the case. There was no patient consequence.